Event description:
The customer stated, that the unit has an ECG comm error code. No harm to pt.

Manufacturer narrative:
MFR's eval summary the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed and caused a weak connection between a cable (result code 423) and its connector (result code 435) on the preamp circuit board. The connector was removed and the cable was soldered directly to the circuit board per a released engineering change order to resolve the issue. Upon completion of repairs, the device was returned to the customer.